Manufacturer narrative:
Evaluation result of flare detached. Investigation results: a visual examination of the returned device noted that the flare detached. The catheter did show evidence of the flaring process performed during manufacturing. Also the catheter was slightly kinked at the extreme part of the strain relief. Functional testing could not be performed due to the device condition of flare detached. The complaint was confirmed; the flare was detached. Due to this the snare was unable to be extended. However, flare detachment is contrary to what was originally reported. The review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to extend. Another rotatable snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed that the device flare detached; therefore, this is now an MDR reportable event.